Event description:
Caller reported patient blood glucose results of 66 mg/dl on advantage system 1, 217 mg/dl on advantage system 2, 69 mg/dl on advantage system 3, and 212 mg/dl on advantage system 4 within 2 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Medwatch (B)(4) is for advantage system 1, medwatch (B)(4) is for advantage system 2, medwatch (B)(4) is for advantage system 3, medwatch (B)(4) is for advantage system 4.